Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: a review of the pump¿s black box and alarm history showed call service 064-0001 (motor error occlusion during prime) errors. The call service 064 alarm was consistently duplicated during rewind, load, and prime steps as well as 24 hour basal program testing. The pump cover was opened and moisture corrosion was observed at the j5 motor connector.